Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer was trying a new mouldable appliance. She rolled the wafer to fit and applied it over stoma. Later in the day, she noted a small amount of blood on her stoma when she removed the opaque pouch #416417 later in the day. The turtlenecking had creeped against her stoma. She removed the wafer and when she molded the next wafer to fit; she pressed it down to keep it from creeping back toward stoma. She saw no trauma and no more blood on stoma. Has had no other bleeding.